Event description:
An optometrist reported that a pt experienced photophobia in both eyes approximately two and a half weeks following photo refractive keratectomy (prk) surgery. The pt is being treated with topical steroids and is scheduled for follow up in the near future. Additional info provided from customer states the pt was seen on follow up, symptoms are cleared, and no additional treatment needed. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).